Manufacturer narrative:
Date rec¿d by MFR : 21nov2019, date of report : 02dec2019. Updated: date returned to the manufacturer submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Failure investigation of retuned parts determined the following conclusion / root cause: submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the air/oxygen flow sensor to resolve the reported issue. After this repair, the unit passed all testing and was put back in service.

Event description:
The customer reported a low leak. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.